Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted for an unknown product performance issue after only being implanted for a few months. Additional information was requested. No additional adverse patient effects were reported.

Event description:
Additional information was received that the lead had dislodged, which was confirmed on fluoroscopy. During the revision the lead would not retract. There were no adverse events.